Event description:
The customer sent in their mx40 device for repair. There was no patient harm reported by the customer. There was no patient involvement. There was no report of a patient injury or harm.